Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: DHR review for part#03.632.036 lot#6778548, release to warehouse date: (B)(6) 2011, supplier- (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the reduction sleeve has broken off. This happened during surgery but there was no prolongation. They just took another one from the set. There was no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Product investigation evaluation: the returned article has shown that the first threaded flank is broken off. The review of the device history record of the present retaining sleeve showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Based on these findings, it can be concluded that the cause of failure is not due to any manufacturing non-conformances. It is likely that the threaded flank of the retaining sleeve was damaged by a loose prime lock connection between the retaining sleeve and the screw during the insertion. Such a loose connection, in combination with high lateral stress, can lead to such a breakage. The cause for a loose connection is either insufficient tightening during the screw pick up or high friction between the inner and outer sleeve of the retaining sleeve. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.